Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 26-apr-2017 from health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after few days the patient was unable to ambulate/immobility, increased pain, swelling and stiffness with 2nd injection. Relevant medical history included hypertension and arthritis. Allergy history included benzylpenicillin (penicillin (pcn)) allergy. Concomitant medications included alprazolam, acetylsalicylic acid (aspirin), bengay, furosemide, hydralazine, paracetamol (tylenol), metoprolol tartrate, bromfenac sodium (prolensa), tamsulosin hydrochloride (tamsulosin), trazodone and valsartan. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml weekly (lot number: 6rsp002 and expiration date: 28- feb-2019) bilateral knee osteoarthritis (oa) and pain. On an unspecified date in (B)(6) 2017, after unknown latency of receiving the injection patient experienced increased pain, swelling and stiffness with second injection. Patient was unable to ambulate. It was reported that the treatment was discontinued immediately due to adverse events. No medical or laboratory tests were done for the event. Action taken: drug withdrawn nos. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4) the production and quality control documentation for lot # 6rsp002 expiration date (02/2019) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 6rsp002 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 12-may-17, there are 7 complaints on file for lot# 6rsp002 and all related sub-lots: 4 complaints have been reported for lot # 6rsp002 (4 adverse event reports). Three complaints have been reported for lot # 6rsp002b (3 adverse event reports). Sanofi will continue to monitor complaints to determine if a CAPA is required reporter causality: related. Seriousness criterion: important medical event for unable to ambulate/immobility additional information was received on 15-may-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 15-may-2017: the follow up information received does not change previous case assessment. Sanofi company comment dated 04-may-2017: this case concerns a patient who received treatment with synvisc and later was unable to ambulate/immobility, experienced increased pain, swelling, stiffness with 2nd injection. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has also assessed the events as related to synvisc.

Event description:
This case was cross referenced with (B)(4). This unsolicited case from united states was received on 26-apr-2017 from health care professional. This case concerns a (B)(6) male patient who received treatment with synvisc injection and after few days the patient was unable to ambulate/immobility, increased pain, swelling and stiffness with 2nd injection. Relevant medical history included hypertension and arthritis. Allergy history included benzylpenicillin (penicillin (pcn)) allergy. Concomitant medications included alprazolam, acetylsalicylic acid (aspirin), bengay, furosemide, hydralazine, paracetamol (tylenol), metoprolol tartrate, bromfenac sodium (prolensa), tamsulosin hydrochloride (tamsulosin), trazodone and valsartan. On (B)(6) 2017, the patient received treatment with intra-articular synvisc injection, at the dose of 2 ml weekly (lot number: 6rsp002 and expiration date: 28- feb-2019) bilateral knee osteoarthritis (oa) and pain. On an unspecified date in (B)(6) 2017, after unknown latency of receiving the injection patient experienced increased pain, swelling and stiffness with second injection. Patient was unable to ambulate. It was reported that the treatment was discontinued immediately due to adverse events. No medical or laboratory tests were done for the event. Action taken: drug withdrawn nos. Corrective treatment: not reported for all the events. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter causality: related. Seriousness criterion: important medical event for unable to ambulate/immobility. Pharmacovigilance comment: sanofi company comment dated 04-may-2017: this case concerns a patient who received treatment with synvisc and later was unable to ambulate/immobility, experienced increased pain, swelling, stiffness with 2nd injection. The events have been assessed as related to the suspect product on the basis of significant temporal relationship and site of reaction. Furthermore, reporting nurse has also assessed the events as related to synvisc.